Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error and transmitter low message. Customer's blood glucose at time of incident was unknown. Customer stated that sensor was going up and down. Customer stated that she had perfect good blood glucose. Customer disconnected when we are looking up for information.